Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery analysis test. No over delivery anomaly, under delivery anomaly or displacement anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by leonardo torres on apr 01, 2022. Retainer ring=black. On (B)(6) 2021 the customer alleged pump was over delivering and was hospitalized for high/low bgs. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No over delivery anomaly, under delivery anomaly or displacement anomaly noted. The motor was tested outside of the device and passed. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of may 10, 2021 found bolus deliveries of 7.2u at 1:51am, 4.4u at 8:25am, 3.5u at 10:06am, 5.6u at 11:46am, 6.2u at 5:35pm, 10u at 8:23pm, and 10u at 9:44pm. Device had minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, customer allegation for insulin pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for high/low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they hospitalized on (B)(6) 2021 as they were experiencing high blood glucose more than 500 mg/dl and low blood glucose level 40 mg/dl and 53 mg/dl which was treated by food. Customer was using insulin pump within 48 hours of reported event. Customer alleged that insulin pump was over delivering. It was unknown if insulin pump was on auto mode. Displacement test was passed. Device will be returned for analysis.